Event description:
It was reported to philips that there was an issue in the fluoroscopy button which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer inspected the system onsite and inspected the system, however fse was unable to reproduce the issue, as the system was operating as intended. The codes have been updated based on the investigation's outcome.